Event description:
It was reported to philips that the system gave an alert indicating the generator was not ready, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed with a 10-minute delay by rebooting the system twice. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to produce x-rays. The rse further confirmed that this was a normal message displayed at system startup and that the message usually disappears one or two minutes after the system starts up. The rse also advised that the system be rebooted daily. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.